Manufacturer narrative:
On (B)(6) 2015 the affiliate contacted the eye clinic for medical interview. A staff member reported the additional information as follows: ¿the pt came to the clinic complaining about foreign body sensation od. Then, ecp stated as follows: on (B)(6) 2014, the pt came to the clinic and was diagnosed with slight corneal staining od. The treatment had started based on the result of a test for infection. Gatifloxacin ophthalmic solution and bestron for ophthalmic were prescribed. Subsequently, the pt returned visit to the clinic on (B)(6) 2014. On (B)(6) 2014, only opacity persisted, and the pt was instructed to resume cl wear. The full recovery was not confirmed. It was reported that the pt did not return to clinic after (B)(6) 2014. It was reported that the ¿ecp assumes that the pt's cl handling was improper.¿ on (B)(6) 2015 additional information from the pt¿s ecp was obtained. On (B)(6) 2014, ¿the pt came to the clinic without wearing the lens in question. It remains unknown whether something was wrong with it. Diagnosis: corneal ulcer od. From the observation, the ecp considered that the ulcer was "infectiveness". Culture: conducted, negative focal site and size: peripheral part, off pupil, at 10 o'clock position va affect: none corrected va od: 1.2 treatment: gatifloxacin ophthalmic solution and bestron for ophthalmic tid od discontinuation of cl wear: instructed rtc on (B)(6) 2015 was instructed. On (B)(6) 2014, the pt returned to the clinic and improvement was confirmed. On (B)(6) 2014, the pt returned visit to the clinic. Further improvement was confirmed. The pt was allowed to resume wearing cl. Return to clinic: instructed no rtc afterward. The phone number (B)(6) was received by our affiliate from the pt. The e-MDR system will not allow the phone number received to be entered. The lot number and product availability for return for evaluation is unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
On (B)(6) 2015 our affiliate in (B)(6) received a complaint from a patient (pt.) As follows: the pt had discomfort and redness od when inserting the acuvue 1-day trueye contact lens (cl) while traveling in (B)(6) 2014. Redness persisted after removal of the lens in question. The pt advised that he/she was not at home and could not seek medical attention. After the pt returned home on (B)(6) 2015 the pt consulted an eye care professional (ecp) at an eye clinic. The pt was diagnosed with staining. The pt advised that he/she saw the ecp regularly almost on a daily basis for about 7 ¿ 10 days. Discontinuation of cl wear and return to clinic were instructed. The pt advised that he/she was allowed to resume wearing cl around when prescribed drops, gatifloxacin ophthalmic solution and bestron for ophthalmic, ran out. ¿the pt stated that the ecp assumed that germs came in the eye from the staining. The pt stated repeatedly that it is unknown whether the symptom is cl-related. The pt refused to provide further information.